Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of low blood glucose readings from the insulin pump. The daughter reported that her father got into a car accident due to having low blood sugars. The daughter stated that she called in to receive help with the basal rates. The customer was not informed by his health care provider to do so. The customer insisted on getting assistance. The customer declined to answer further questions.